Event description:
Rptr is filing a complaint against the MFR of bicon dental implants because of the unreliability of their product and false advertising, as demonstrated by their recent experience. Rptr had a tooth implant by an oral surgeon with, shortly thereafter, a conventional cap placed on the implant less than two years ago. The procedure is described in the brochure. Contrary to the claim made in the brochure under the affordable heading the abutment section of the screw broke, leaving the lower part embedded in the implant section, requiring painful drilling to remove the broken section of the screw. Specifically the brochure (february 2000 second revision) states that there is no need to worry about dental decay, fractured roots or loose and broken screws. Special tools were made available by the company to remove the broken screw indicative that this was not a unique occurrence. Four letters to bicon elicited the treatment that there is a 0.5% failure of the screw but place the blame on the oral surgeon, the dentist and the eating habits of the pt when certainly the tooth implant should be constructed to allow the recipient to eat normally. Whether failure was due to faulty manufacturing techniques, quality control problems or improper engineering. Rptr does not know. However their attribution probably to eating pressure overload is a poor excuse considering the intended use for eating. At a minimum rptr assumed that the company would apologize and pay the requisite costs for the replacement procedure. Instead rptr was met with impossible demands to prove that they were liable for the breaking of the screw. The statement by the company in their brochure for distribution to dentists and pt is unambiguous; the later admission of a 0.5% failure rate contradicts this statement. Rptr feels false advertising should be not be tolerated and failure rates should be disclosed in brochures that are made available to the dental community and the pt.

Event description:
This is a follow-up of their previous letter filing a complaint against bicon for the unreliability of their implant product. In their previous letter, they discussed the breaking of the abutment in their implant, necessitating a one hour painful operation to remove the fractured section of the abutment lodged in the implant. Now even a more serious problem has emerged, again linked to the purported 100% reliable bicon implant. After removal of the fractued abutment, a new abutment was put in place and the new abutment fitted with a metallic cap. Much to their dismay two months later in march 2003, the entire crown, abutment and part of the implant fractured, leaving a partial implant in their mouth, according to both their dentist and the oral surgeon. The result is a gaping hole with a sharp point that lacerates their tongue when eating. The so-called infallible implant by bicon has now failed twice, first by a fractured abutment and now by breaking not only of the abutment but the implant. The response from bicon has been negative to their request for relief. Currently, they have spent $2,500 for a hole in their mouth with a cutting spike. The oral surgeon and their dentist donated their services for removal of the fractured abutment and anew cap worth about $1,500 for a total of $4,000. The original problem was traumatic enough contrasting entirely with their brochure; the second was outrageous as well as their response to their complaint. Incidentally in their 2003 communication with them they stated that of the 13,000 complaints on file at FDA about implants not one was against them, highly improbable based on their letter in 2002. To further indicate the unreliability of their product, a second tooth implant fell out three months after installation giving two bad implants out of four or a 50% failure rate, certainly not in accord with 100% reliability or even the 99.5% claimed in their 1998 paper in the journal of the american dental society.